Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a lead warning was noted at routine follow-up. Impedance measurements were 260 ohms in unipolar and 326 in bipolar. At a follow-up one month prior, a polarity switch to unipolar was confirmed. Impedance history showed a gradual decrease, with a minimum of 53 ohms, indicating insulation damage. The patient is scheduled for lead revision. No patient complications were reported as a result of this event.